Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The cause for the discrepant result is unknown.

Event description:
The customer reported discrepant sodium results. There was no report of injury due to this event.

Manufacturer narrative:
Siemens has analyzed the data files. The system and na sensor appears to be performing typically on this cartridge, including on the day the suspect sample was run. Information provided by the customer states that the patient was admitted after overdosing on nortryptyline. The patient had also taken tramadol and codeine. Elevated levels of alcohol (ethanol) were present. High levels of nortryptyline are known to interfere with the sodium sensors.